Event description:
It was reported that during an unk procedure the device cut, but did not complete the staple line at the distal portion. Another device was used to complete the case with no pt consequence.